Manufacturer narrative:
(B)(4). Additional information received: what is meant by, contour failed to fire? Initially I was informed the contour failed to fired however I was then informed that it did fire but staples did not deploy as expected. Were there any forces higher or lower than expected in closing the device? No. Were there any forces higher or lower than expected in firing the device? Yes. Did the device cut? Yes. Did the device staple? Yes but not full staple line as expected. Another device was taken out and used to complete procedure then following days patient had to be brought back into surgery as there was a leak which was probably caused by damage done by cut/incorrect staple deployment was the transection completed in one firing or multiple? Incomplete, new device used. The analysis results showed that the cs40g device was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported by the affiliate that during an anterior resection procedure, the contour failed to fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned. (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 7/15/2015 additional information received: "mr (B)(6) fired the device but from the audible feedback he could tell device had not fired correctly and staples not deployed correctly. Opened new device to ensure an anastomosis. Surgery took place on monday, patient had to be brought back in to surgery for another laporotomy as there was a leak on the friday. Not definitively caused by issue with 1st firing but that's what mr (B)(6) believes caused the leak as damage from first contour." In reference to below the closure trigger which clamps the tissue before activity the firing trigger. This wasn't closing properly therefore surgeon didn't feel confident to fire. The feedback from theatre manager was that mr (B)(6) just felt there was something wrong when positioning device and did not want to continue so changed to new device. Henry the clinical nurse manager said he believes when positioning the 'closure trigger' wasn't right. The contour was not fired at all during procedure.